Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy. At the 2nd firing for small intestines, jaws movement were no problem. Then surgeon closed the jaws of the device, pushed the green button and the blue button. However the device did not fire. Surgeon opened the jaws, the indicator illuminated blue. Replaced the new reload, the device fired. Problem of the battery was doubted. UDI number is not available. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available.